Event description:
Our facility utilizes the symbiq infusion system for IV administration of fluid solutions and medications. There have been 42 patient events reported in relationship to the pump being placed in standby mode. The types of fluids that were infusing were maintenance IV fluids, heparin, cpn/lipids, vasopressors, chemotherapy, anti-rejection and blood. Pumps that were placed in standby for laboratory draws, rate changes, alarms, and/or diagnostic tests were inadvertently left in standby due to the concerns discussed below.pump users have reported the following concerns: after being placed in standby, the dose, rate and volume to be infused continues to be displayed as if the pump was still running. The "standby" alert is small and in the corner of the screen. Additionally, the screen is the same color as dose, rate and vtbi. Of note, the medication name is highlighted drawing the eyes to that and not that the pump is in standby mode. Screen changes to a different color but it is not an obvious difference. The screen color times out and the pump does not alarm in standby mode until 23:59 hours has passed. This function has an on/off capability and the 23:59 is present from manufacturer. Glare further degrades the screen display if viewed on an angle.